Manufacturer narrative:
The device was returned to the olympus service/repair center. The customer¿s reported issue was not confirmed. The physical evaluation of the device found part of the adhesive of the objective lens has peeled off. Additionally, the bending angles are insufficient due to a stretched angulation wire. A portion of the bending section cover adhesive is missing. The angulation free/engage lever is loose. The control body is cracked. The label on the light guide connector is peeled off. There are scratches on the following: the bending section cover, the video connector near the contacts and on the housing. A review of the device repair history confirms no previous repair records. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported no image issue could not be conclusively determined. However, the cause can potentially be due to failure of the image sensor unit, the circuit board inside the video connector, or the system side. Regarding the peeling of the adhesive at the distal end objective lens, the potential cause is due to physical stress and or deterioration from chemical stress such as during cleaning, sterilization and disinfection. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (omsc) was informed that the customer endoeye flex deflectable videoscope reportedly has ¿no image displayed even when connector to otv, not recognized.¿ the reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the legal manufacture's investigation, it¿s likely the loss of image was due to a dirty electrical contact of the video connector, which caused an unstable communication status between the electrical contact of the video system center and the electrical contact of the video connector. The root cause of this event was unable to be identified. Additionally, it¿s likely the peeled adhesive at the distal end was due to an external impact such as being hit, as there are scratches on the distal end. The root cause of this event was unable to be identified. Olympus will continue to monitor complaints for this device.